Manufacturer narrative:
The user facility stated in medwatch # (B)(4) that the panels on the unload side of the amsco 7052hp washer/disinfector were damaged during installation. The damage observed by user facility personnel was an aesthetic issue and had no impact on the function or operation of the unit. The steris installation team repaired the damaged panels during the time of installation. The user facility further reported that following installation of the amsco 7052hp washer/disinfector the unit began to experience a recurrent "alarm 28: unload door did not close (non-critical)". User facility personnel stated the alarm 28 required several service requests and caused the unit to run at a reduced rate while awaiting repairs. No procedure delays/cancellations were reported. The date of event stated in the medwatch # (B)(4) was (B)(6) 2023. Steris completed all repairs on july 13, 2023, and returned the unit to service. Steris received medwatch # (B)(4) on october 5, 2023. No additional issues or service requests have been reported since july 13, 2023.

Event description:
The user facility reported via medwatch # (B)(4) that after steris's installation of the amsco 7052hp washer/disinfector, the unit was experiencing a lot of "problems". No report of injury.